Manufacturer narrative:
The communication anomaly was confirmed in the laboratory and was due to a low battery voltage. Analysis of the device image showed the device entered hwvvi due to a power on reset (por). With a new battery attached, communication could be re-established. No high current measurements were found during bench testing and on the automated electrical system. The battery was returned to the vendor for further analysis. No anomalies were found. The cause for the premature battery depletion remains undetermined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was unable to be interrogated. Attempts made with different programmers were unsuccessful. The patient did not receive any hv therapy since last interrogation.